Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had separated. The following information was provided by the initial reporter: (tubing) cracked/came apart where it sits at the top of the chamber, where the blue plastic piece meets the tubing.

Manufacturer narrative:
The samples received for pr (B)(4) did not match the reported product. No product or photo was returned for product 2477-0007 by the customer. The customer complaint of tubing defective / damaged and separation could not be verified due to the product not being returned for failure investigation. A root cause analysis was not conducted because the samples received did not match the reported product in question. A device history record review could not be performed because the lot number is unknown.